Manufacturer narrative:
Note: product reference (B)(4) is not cleared in USA, but it is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected during the production. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, the involved device was returned for analysis. No thorough investigation can be performed. Conclusion: without the involved device no conclusion can be drawn concerning the root cause of the catheter disconnection. It is a known risk of access port implantation. No corrective action is envisaged.

Event description:
Access port implanted on (B)(6) 2015. On (B)(6) 2016, pain felt during infusion. Catheter detected completely detached from the port.